Event description:
It was reported that this implantable device was explanted for an unspecified reason thirteen months post implant. No additional adverse patient effects were reported. It was reported that the reason for explant was due to the patient developing the need for left bundle branch pacing (lbbp). No additional adverse patient effects were reported.

Manufacturer narrative:
This device will not be returned for evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device was explanted for an unspecified reason thirteen months post implant. No additional adverse patient effects were reported.